Event description:
It was reported the monoblock on the 6800 system needs to be replaced. No pt injury.

Manufacturer narrative:
The service rep replaced the monoblock. The system operates as intended.